Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) alleging that the lay user/pt's onetouch ultra meter was displaying an "er2" message. This complaint was classified based on the customer care advocate's (cca) documentation. The reporter alleged that the product issue began on the morning of (B) (6) 2010. It is not known when the pt had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. It is also not known if the pt was able to test her blood glucose with a back-up meter or if she discontinued testing entirely due to the reported product issue. The cca documented that the pt manages her diabetes with a pill of metformin and actos taken daily (dosages not specified). Despite the alleged meter error message, the reporter confirmed that the pt continued with her usual dose of medication. Fifteen minutes after the alleged meter issue began, the reporter stated that the pt developed symptoms of "blurred vision, dizziness, and sweating." It is not known if the pt was able to test her blood glucose with any meter at the onset of her symptoms. The reporter stated that the pt did not received medical treatment since the alleged issue started. Per smartscripts, the cca documented that there was no misuse of the subject meter. During the troubleshooting session, the cca noted that the alleged "er2" message occurred when a test strip was inserted into the reported meter. Replacement meter and supplies were sent to the pt. This complaint is being reported because the reporter claims the pt obtained an "er2" message on the subject meter and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.